Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of low blood glucose of 44 mg/dl to 200 mg/dl and was unable to come down from the 200 mg/dl. Troubleshooting found that the customer changed the set and reservoir and could come down and also received a lost sensor alarm. Customer also indicated that there were some adjustments made to his sensor. Customer declined to speak to the helpline. Customer was advised to follow up with their doctor regarding the high blood glucose.